Event description:
It was reported that this pacemaker exhibited oversensing of ventricular signals in the atrial channel which caused inappropriate atrial tachy response (atr) episodes. Technical services (ts) recommended programming options. This pacemaker remains in service. No adverse patient effects were reported.